Manufacturer narrative:
A 1. Updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1620c146e, serial/lot #: (B)(4), ubd: 18-nov-2022, UDI#: (B)(4); product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 04-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 53mm abdominal aortic aneurysm. A sentrant sheath was also used. The procedure was also focused on the revision of a previously implanted non mdt (afx) stent graft system. It was reported that percutaneous access was attempted but due to scar tissue from the first procedure access was difficult, the procedure then was converted to open repair. It was said it was challenging to place wires without entanglement inside the non mdt stent graft system. It was reported implanting the endurant iis stent graft system was uneventful and well placed. The procedure ran for 3.5 hours. The next day, unidentifiable post-operative bleeding occurred. The patient required an open exploratory surgery and also vacuum-assisted closure (vac) of the wound was needed. As per the physician the cause of the event could not be determined. The physician didn¿t suspect the sentrant or endurant devices played a role in causing the bleeding. However it was considered that the devices may have helped to hide the bleeding.  No additional clinical sequalae were provided and the patient is fine.